Event description:
It was reported the patient is deceased and died approximately (B)(6) after implantable pulse generator replacement. The cause of death has been requested and not received.

Manufacturer narrative:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.